Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace and shock impedance measurements at follow-up. No irregularities were visible on x-ray. A revision procedure was subsequently performed at which time the lead was confirmed to have sustained insulation damage. It was also noted that the high voltage conductor was fractured 1 cm distal of the lead yoke. The damaged proximal portion of the lead was explanted with the device and the remainder surgically abandoned. A new system was implanted without complication. No additional adverse patient effects were reported. This system is no longer in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, only the proximal portion of the lead was returned severed 13.4 cm from the is-1 terminal pin. Visual inspection confirmed trilumen lead insulation abrasion through the distal high voltage cable approximately 11-12 cm from the terminal pin. The abrasion was determined to most likely be the result of lead-on-device contact.